Event description:
Surgeon plooster attempted to insert rod cap screw after proximal crosslocking was performed. He attempted to thread the rod cap screw into the proxsimal end of tibial nail cat# 1822-0933s lot code #k902896. Total additional anesthesia time was approximately 5 minutes. A similar cap screw was used to complete the surgery successfully. There were no adverse consequence to th patient.